Manufacturer narrative:
This serves as a correction report. Follow up #1 - verbiage should have read as follows: as product was not returned and test strip lot reported with this complaint is expired, a device history record (DHR) review of the meter was requested. The DHR for lot number cegs303-m3009 indicated the test strips were performing within their performance claims and met the manufacturer's quality specifications prior to their release. This is a final report.

Event description:
Customer reported that on (B)(6) 2015 he received a reading of 143 mg/dl on his adc blood glucose meter at 10:58 pm. Customer further reported he felt that his sugar was dropping, noting he was "sweating and had vision problems", so he went to get some orange juice. But before he could drink it he collapsed on the floor, after reportedly losing consciousness. Customer called his friend who obtained a reading of 52 mg/dl on the friend's competitor brand meter at "around 11:00 pm". His friend gave him some sweet juice to drink. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and test strip lot reported with this complaint is expired, a device history record (DHR) review of the test strips was requested. The DHR for lot number cegs303-m3009 indicated the test strips were performing within their performance claims and met the manufacturer's quality specifications prior to their release. This is a final report.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.